Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the patient was having trouble with their device and that they had to "sit a certain way for it to work". The patient wanted to try reprogramming their device to see if this would help. It was also noted that the patient had to charge their device every day and was not happy about it. No symptoms were reported for the patient and no further complications were reported or anticipated.